Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient reported passing out for 2 seconds at a time. The right ventricular lead exhibited undersensing and noise which resulted in pacing inhibition. The device hv therapy was disabled and the device reprogrammed. The patient would be transferred to another hospital for further consultation. No additional information was available at this time.